Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00324 on 24-nov-2021. Corrected data (24-nov-2021): the customer clarified some results that were labelled discordant in the initial report were correct. The customer also corrected the replicates in the initial report for some samples.

Event description:
The customer indicated that they obtained low calcium quality controls (qcs), followed by discordant calcium (ca) results on patient samples on a dimension exl 200 instrument. The customer indicated that results that recovered with a sign are discordant. These results were also accompanied with "low" or "high". The discordant results were not reported to the physician(s). The customer repeated samples several times due to the low qc recoveries. Repeat results without signs were considered as correct. The customer is unable to differentiate whether the results in section b6 of this report belong to a patient or qc samples. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00324 on 24-nov-2021 and the supplemental report on 16-dec-2021. Additional information (10-jan-2022): siemens further investigated the issue and ruled out a reagent issue. Siemens determined that both levels of quality controls recovered within acceptable ranges. The customer switched to a new calcium reagent lot and is satisfied with the instrument's performance. Instrument and/or maintenance issues, which were resolved with the customer service engineer (cse)'s service activities, potentially contributed to the discordant calcium results. The investigation conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00323_s1 was filed for the same event.

Event description:
The customer indicated that they obtained low calcium quality controls (qcs), followed by discordant calcium (ca) results on patient samples on a dimension exl 200 instrument. The customer indicated that results that recovered with a sign are discordant. These results were also accompanied with "low" or "high". The discordant results were not reported to the physician(s). The customer repeated samples several times due to the low qc recoveries. However, the correct results are unknown. The customer is unable to differentiate whether the replicates in this report belong to a patient or qc samples. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported discordant calcium (ca) that were obtained on a dimension exl 200 instrument. Additionally, customer reported previous discordant calcium results that were obtained on 19-oct-2021. These results were reported in MDR 2517506-2021-00323. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the reagent 1 transduce, replaced tubing on sample syringe, and installed new reagent 1 probe and sample drains. The cse also cleaned windows and ran system check and quality control (qc), which recovered within range. The cause of the discordant ca results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.